Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned for evaluation.

Event description:
It was reported that several coils had been placed in a left middle cerebral artery aneurysm. During re-positioning of a subsequent coil, the coil stretched and then unexpectedly detached in the microcatheter. Both segments of the coil were removed together with the microcatheter from the patient. There was no reported intervention or patient injury. The patient was reported to be doing well.

Manufacturer narrative:
The pusher was returned for analysis. The pusher was noted to have a kink in the core wire, from the platinum coil section to the distal heater coil section. There was no other damage found on the pusher. The pusher was dissected to expose the attachment tether and determine the kind of detachment. The attachment tether was noted to have a stretched tail. Based on the investigation, the implant coil was not broken into separate pieces; however, the monofilament was stretched and broken. The root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exeeded the maximum strength specification.